Event description:
The advocate received a high out of range control result of 306mg/dl on the contour next link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory.no adverse event was alleged.the control solution is expected to be returned for evaluation, and replacement strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.